Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.

Event description:
Information received from the (B)(6) clinical study, subject: (B)(6). On (B)(6) 2013, the patient was randomized to IV + solitaire fr and treated. Post procedure, the patient was reported to have an adverse event of left visual deficit and headache. The headache resolved the same day and the visual deficit resolved within two days without treatment. Tylenol was given for relief of headache. The treating physician believes that the cause of the vision loss was likely due to a tumor. On (B)(6) 2013, the patient was discharged to a nursing facility. No other patient complications were reported as a result of the procedure.